Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device had a problem. The patient said that the first 2 and a half, it was okay and they were happy. But, from that day on, they started to have symptoms. The patient said that their symptoms were getting worse and worse, and they were unhappy and upset. The patient said that when they tried to go higher, they felt a vibration on their "butt". The agent reviewed therapy guidelines. The patient was driving and couldn't do any adjustment during phone call. On 2026-mar-10 additional information was received from the patient. The patient called back stating they were still having stim therapy issues; still urinating and not helping with their bladder symptoms. The caller stated it worked great for the first few weeks and lost efficacy. The caller stated they didn't want to make a therapy adjustment on the phone; they preferred to talk to someone in person. The agent reviewed rep request process and redirected to their doctor. On 2026-apr-17 additional information was received from the patient. The patient called back stating for the first three weeks they were getting 90% reduction in symptoms but after that it was going back to the same problem. The patient stated they met with the manufacturer rep about a month ago and found the therapy was off. The patient did not know how it turned off. The rep was able to turn therapy on. The patient asked general education. The patient stated they would increase the settings and monitor symptoms.